Manufacturer narrative:
(B)(4). Batch #: v96a7z. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 9/6/2022. D4 batch #: v95w0d. Additional information was requested and the following was obtained: received from sales rep via phone that harh23 device belongs to this complaint instead of a harh36 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the harh23 device was received with no apparent damage and the blade was not broken off as reported the returned device was connected to a test handpiece for functionality using a gen11. When conducting the functional test no uses remaining/ replace instrument alert screen could be confirmed. This could cause the device to turn off. The device was disassembled to inspect the internal components and no anomalies were noted. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.